Event description:
Customer reported a malfunction occurred after passing through a full-body scanner at an airport and wearing the pump during x-rays. There was no adverse impact to the customer's blood glucose level. Customer was unable to reset the pump due to the lack of a charger, as they were still at school. Customer was given pump reset information and planned to call back to complete the reset at a later time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.